Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time were incorrect, cause was unknown. Customer's blood glucose was not available. During troubleshooting with tandem technical support, the customer corrected the issue and resumed insulin therapy.